Manufacturer narrative:
(B)(4).

Event description:
Following a left lumbar ablation procedure, the patient developed left foot drop and lumbar radiculopathy. This patient with lumbar spondylosis presented for radiofrequency ablation of the lumbar medial branch nerves l3-s1 on (B)(6) 2016; the procedure was performed without any issue and the patient discharged home. Upon follow up, the patient developed left foot drop and increased left leg neuropathic pain. The patient received multiple steroid injections to treat the pain, including multiple caudal and transforaminal epidural injections, which provided some relief. As of (B)(6) 2016, the patient underwent facet median nerve branch blocks to determine if there if relief from pain. Further information has been requested.

Manufacturer narrative:
(B)(4). One nt2000ix neurotherm rf generator was returned for evaluation. Visual inspection revealed no anomalies and multiple rf simulations were conducted at various temperatures, revealing no irregular heating. The returned generator functioned as intended and no hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Based on the information provided, and the investigation performed, the cause for the reported foot drop cannot be determined.

Event description:
Further information was not released by the customer.